Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: tthe delivery system was returned for evaluation and the covered stent was found loaded; the force transmitting distal brown sheath was broken which indicates high tensile forces were experienced during deployment. It is considered the breaking of the distal sheath led to the impossibility to deploy the stent which leads to confirmed results for sheath break and failure to deploy. The deployment mechanism was fully functional. An indication for a manufacturing related cause could not be found. Based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break of the distal brown sheath and failure to deploy. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the IFU states, use 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length. Regarding correct deployment the instruction for use states maintain a stationary hold on the white stability sheath during covered stent deployment . Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. Regarding preparation the instruction for use states: pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. The instruction for use states that the covera plus vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. The covera plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. B5, g3, h6 (patient). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using covera vascular covered stent in superficial femoral artery via femoral. During the procedure, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. H11: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation. It was noted that the covered stent was found loaded. The force transmitting distal brown sheath was broken which indicates high tensile forces were experienced during deployment. It is considered the breaking of the distal sheath led to the impossibility to deploy the stent which leads to confirmed results for sheath break and failure to deploy. The deployment mechanism was fully functional. An indication for a manufacturing related cause could not be found. I was reported that a 0.035" guidewire was used for access and no damage was found on the device before use. Based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break of the distal brown sheath and failure to deploy. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the IFU states, use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding correct deployment the IFU states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the IFU states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' The IFU states that "the covera plus vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. The covera plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery".

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using covera vascular covered stent in superficial femoral artery via femoral. Prior to the procedure, it was reported that the stent allegedly failed to deploy. There was no patient contact.